Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused the programmed amount of total parental nutrition (tpn) during therapy (delivery rate unknown). The history log showed approximately 800 mls of fluids were to be infused, but the clinician reported after several hours the same amount of IV fluid remained in the bag. It was reported that there was no flow due to the slide clamp above the pump and the regulating clamp below the pump not being fully released from the adminstration set, causing an occlusion. It was also reported there was no patient injury or medical intervention.